Event description:
An endurant ii stent graft was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm of an un known size.  It was reported during the index procedure that after deployment of the stent graft the back-end wheel was damaged during removal. The physician tried to put the device back together but it did not return to it's original state and the back-end wheel was removed from the delivery system. No cause of the event was provided.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.